Manufacturer narrative:
It was reported that the surgeon has previously experienced difficulty with the percival implant procedure. Based on this information, and the confirmation that there was no perceived issue with the device, it is reasonable to conclude that the event is attributable to user error. No further investigation is warranted at this time. Device not available for return.

Event description:
A medium sized valve was placed after correct sizing. The surgeon did not like the proximity of the stent to the coronary ostia. The valve was removed, re-collapsed and re-inserted with the same result on the opposite side. The valve was again removed, re-collapsed and re-inserted, and this time the valve deployed too low. The valve was removed and the physician decided to implant a size 21 trifecta valve. No other incidents were noted and the patient outcome was good. The added cross-clamp time resulting from the event was 60-70 minutes. There was no suspected issue with the device.